Event description:
User reported one event of after taken abg and replaced cap, while purging the air from the syringe, blood leaked through the cap and splashed onto nurse. Nurse washed arm and no treatment needed.

Manufacturer narrative:
Results evaluations - smiths medical asd, inc. Is unable to fully evaluate this report as the user facility has not forwarded the sample involved. Without the sample, there is no way to determine if there was an incomplete filter or missing filter in the unit. Another possibility would be the user's technique of expelling the air from the filter-pro air bubble removal device. A review of the manufacturing records does not have any remarks that would have an impact on this report. A review of the device instructions for use reveals that there is a precaution that states "failure to advance plunger slowly may disengage filter-pro resulting in splashing of blood." There is also a work step, a.4, that states "stop pushing the plunger when sample wets the filter. Pressure may release filter-pro from the syringe." Without the sample we are unable to determine if this was due to a product malfunction or user error. If the sample is later returned, and the investigation reveals a device malfunction, then a follow up report will be submitted.